Manufacturer narrative:
The returned instrument was visually inspected under a microscope and compared to the master model. There is no evidence of material defect or manufacturing error. No similar complaints have been received for the device. The instrument appears to have been damaged prior to breaking. The cause of instrument tip breakage could not be determined because the broken tip was not retuned for evaluation. The user facility indicated that there was no injury to the patient. After the tip broke off, the surgeon immediately retrieved the tip from patient's eye with no complications. No prolonged surgery or hospitalization was required. The patient's post-op visit the following day went well, no complaints or complications reported, and no further recommendations.

Event description:
During a cataract extraction with iol implant procedure the tip of the nagahara phaco chopper broke off in the patient's eye. The surgeon immediately retrieved the tip with no complications and no injury to the patient was reported. No prolonged surgery or hospitalization was required. The patient's post-op visit the following day went well, no complaints or complications reported.